Event description:
It was reported that the customer was experiencing high blood glucose. The customer's blood glucose reading was 330 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer went to his doctor's office due to the problems he was having with high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.